Manufacturer narrative:
Result description: bed exit alarm.

Event description:
It was reported by service report that the alarm is not functioning for the bed. No adverse consequences have been reported. No injury reported.